Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: additional information requested: * what was the initial procedure? Unknown - assuming c-section but cannot confirm * what is the procedure date? Not specified * what was used to complete the procedure?not specified * could you please confirm device's availability? Appears to be unavailable. No further information provided or available at this time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure in 2021 and suture was used. During the procedure, the suture broke off the needle when attempting to tie knot. There were no patient consequences reported. Additional information was requested.